Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a absorbable hemostat device was used. Going through inventory at hospital, two devices were noticed in the bins, they remove product from primary box to place in bins. One had no sticker, the other did. The sticker contains all the same info as the original packaging aside from the addition of a lab in the bottom left corner. It was verified that this lot number had not been purchased by hospital in the year 2024. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.